Event description:
On (B)(6) 2013, a female patient was implanted with an olecranon plate and an unspecified number and size of screws. During a follow up visit with the surgeon, it was noted that the fracture had lost reduction at the proximal area of the olecranon. On (B)(6) 2013, all hardware was removed and revised to a longer plate. It was reported that all of the devices were removed easily and the procedure was successfully completed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.